Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was not powering up properly. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, component codes, investigation conclusions), corrected fields: (health effect ¿ clinical code). A getinge field service technician inspected the unit on 6/3 and verified the issue, pneumcntr system failure-shutdown. Fst tried to calibrate the unit but it requires a front end board replacement fst will order one and return. A getinge field service technician inspected the unit on 6/13- and to fix the issue replaced the front end board. Safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp was cleared for customer use and returned for clinical service upon completion.

Event description:
N/a.